Event description:
It was reported that an external pulse generator (epg) displayed an error. The device was returned from service in july. Technical services emailed technical and check out manuals to the biomedical engineer. The biomed was able to duplicate error by pressing the pause key, but could not duplicate the error with any other testing. The biomed is expected to evaluate the device and put it back in service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).